Event description:
It was reported that the ilet user experienced recurrent low glucose values down to 60 mg/dl and intentionally announced smaller-than-actual meals in an effort to prevent drops, after which a factory reset was performed; the event involved meal announcements, incorrect meal size entry, no alerts or alarms, and use of oral glucose to treat the low, and the device component implicated was the user interface. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user, analysis of information provided, and review of user interviews. Investigation of this case revealed no device problem and identified a usage problem related to incorrect procedure, with the user interface as the relevant component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.